Event description:
Procedure: unk patient sex: unk the trocar balloon burst when inflated inside patient. Pieces of the balloon fell into the abdomen, but all were recovered. There reported adverse affects to the patient.